Event description:
It was reported that during an infusion, blood started to back up the tubing. The nurse stopped the infusion, tubing was switched and the IV restarted without any further problems. No pt consequence was reported.

Manufacturer narrative:
Manufacturer's report date 9/25/1998. The set was received and a visual examination revealed the pumping chamber assembly had been assembled incorrectly and was inverted on the set. The following corrective actions have been implemented to address this issue: a) quality control - sets to be reviewed hourly. The current batch inspection shall be supplemented to include an in-process hourly inspection to be conducted by the quality control department. B) mfg - training for the mfg assemblers shall be supplemented to provide additional education on product use, function, and possible failure modes. C) mfg - visual examples for display. Actual misassembled vs correctly assembled sets will be made available in the mfg area to assist assemblers. This report was filled out by the MFR.